Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device received with cracked case behind the device near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received critical pump error alarm. The customer's blood glucose was 116 mg/dl. The customer also stated the insulin pump had exposed to moisture and, had a crack near the battery compartment. Troubleshooting was performed and customer reports they received the open book image on the pump screen. The customer also stated received some error code before the open book image displayed on the screen. Advised the pump will need to be replaced. Advised to discontinue use of the pump and recommended customer refer to back up plan the insulin pump will be returned for analysis.